Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 12/12/2016. Device evaluation: the pump has been returned to animas and evaluated on 11/16/2016 with the following findings: the pump¿s black box showed evidence of short battery life. The pump powered on with the returned battery cap and the battery cap was able to fully tighten. The battery compartment was intact. The pump¿s sleep current draw was not within specifications. Further investigation showed an unidentified printed circuit board short causing high sleep current draws.